Event description:
It was reported that the patient presented to the emergency room, upon interrogation of the device a message stated -installed software does not support this device-. Attempts to interrogate the device exhibited the same message. The device exhibited premature battery depletion. The device was explanted and replaced (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.